Event description:
It was reported that the patients ac power cord did not stay locked in place, and the patient experienced a power disconnection from their mobile power unit (mpu).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
D4 - additional device information updated. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6)) ac power cable coming loose from the unit was confirmed. No log files were submitted for review. The mpu did not return for analysis. However, the ac power cord was returned for analysis. Upon initial investigation, damage to the v-lock connector was noted. The power cord was connected to a test mpu, test controller, and mock circulatory loop, and the power cable was able to deliver power to the system as intended, but when the cable was tugged, it came loose from the unit, causing the controller to alarm for no external power, confirming the reported event. The observed damage would prevent the v-lock connector from adequately locking into the unit, causing the reported event. The root cause of the reported event of the v-lock mpu ac power cable coming loose from the unit was determined to be damage to the v-lock connector. The root cause of the damage was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.